Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated arctic sun device was failed calibration for an error 3 (pre-warm nominal flow error). Discussed this was likely due to a failed circulation pump. The system hours were at 2200. Discussed the 2000 hour service and they stated they would order the pumps and replace them onsite.

Event description:
It was reported that biomed stated arctic sun device was failed calibration for an error 3 (pre-warm nominal flow error). Discussed this was likely due to a failed circulation pump. The system hours were at 2200. Discussed the 2000 hour service and they stated they would order the pumps and replace them onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.